Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Patient reported their device was not working properly until their manufacturer representative fixed it. No patient complications anticipated.